Manufacturer narrative:
Additional, changed, and/or corrected data: g3.

Event description:
Healthcare professional reported bilateral rupture and capsular contracture backer grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, fold creases, brown particles in shell, wear abrasion, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification), broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks non-penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported left side rupture. Healthcare professional later reported left side capsular contracture baker grade iii. The device has been explanted and replaced.